Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2021-00091, 1627487-2021-00092. It was reported that the patient may undergo surgical intervention to explant their scs system. Further information regarding this event is unknown at this time and will be provided when available. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient is awaiting a system explant, for an unknown reason. Was reported to abbott. The results of the investigation are inconclusive, since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.